Event description:
It was reported that a malfunction occurred in the customer's pump, indicated by a malfunction code. There was no adverse impact to the customer¿s blood glucose level. Initially, the customer was unable to reset the pump during the first contact with technical support, but later called back. Technical support provided instructions and assisted in successfully resetting the pump. The malfunction code did not recur, allowing the customer to continue using the pump. Technical support advised the customer to call back if the issue reappears, and the customer understood.